Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient developed redness, swelling, and pain in the vein/injection site after the bd intima-ii¿ closed IV catheter system was used on them. As a result, a magnesium sulfate wet compress was applied before administering hirudoid ointment. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, an intravenous indwelling needle was used for peripheral intravenous infusion of the patient. (B)(6) 2023, 15:56 the patient had redness, swelling and pain in the vein area at the intravenous infusion site. Considering the phlebitis caused by the indwelling needle, he was advised to apply magnesium sulfate wet compress before applying hirudoid ointment.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2137709. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the patient developed redness, swelling, and pain in the vein/injection site after the bd intima-ii¿ closed IV catheter system was used on them. As a result, a magnesium sulfate wet compress was applied before administering hirudoid ointment. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, an intravenous indwelling needle was used for peripheral intravenous infusion of the patient. On (B)(6) 2023, 15:56 the patient had redness, swelling and pain in the vein area at the intravenous infusion site. Considering the phlebitis caused by the indwelling needle, he was advised to apply magnesium sulfate wet compress before applying hirudoid ointment.